Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified issue with the pump touch screen. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to complete troubleshooting; however, no additional patient or event information was available.

Event description:
On july 21, 2021, it was reported that unspecified touch screen issues did not occur; however, it was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.